Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted (B)(6) 2015. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s heart rate was in the 140s. The implantable pulse generator (ipg) device showed no atrial markers on non-magnet electrogram (egm). The device remains in use. It was also reported that the right atrial (ra) lead was noted with noise and high threshold. A possible sensing problem presented with only every other atrial egm notation marker to every ventricular egm. Sensitivity was decreased. The lead remains in use. No further patient complications have been reported as a result of this event.